Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced many low blood glucose levels and was in the hospital but it was not diabetes related. The customer was in the hospital for his kidneys not functioning. While in the hospital they adjusted his carb ratio and before his carb ratio was higher, the customer experienced 5 seizures. They lowered his carb ratio because of his high blood glucose level around 300 mg/dl to 500 mg/dl. The customer was nauseous, his chest felt tight, was vomiting, thirsty, and had headaches. Customer ate 2 sandwiches and had orange juice to treat his blood glucose level. The customer treated his 500 mg/dl blood glucose level with a bolus using the insulin pump. The device was not returned.